Manufacturer narrative:
Device evaluation of battery (B)(4) has been completed. The reported problem (unable to fit in charger) has been confirmed. Upon investigation the battery was unable to power on a monitor or charge. The battery pack enclosure was damaged, which prevented the battery pack from fitting into a charger in order to recharge. The root cause for the damaged enclosure could not be positively identified. No adverse event resulted from the defective battery pack.

Event description:
A us distributor reported that a patient was unable to insert one of his battery packs into a charger to recharge the battery.